Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 20 synergy ii drug eluting was successfully deployed. Two days after, the patient presented with chest pain and st-elevation myocardial infarction and stent thrombosis was noted. Percutaneous coronary intervention was then performed. No patient complications were reported and patient's status was fine.